Manufacturer narrative:
Results: four unused samples in sealed blister packs, three empty blister packs, and two blister packs with the device safety cover with no needles were returned for evaluation. Two out of the four unused samples were examined for customer¿s reported issues. The eclipse¿ needles were attached onto bd 1ml luer lok syringe, the shield was removed, and safety cover was activated with no issues following instruction for use (IFU). No shield activation failure was observed as the needles were properly covered and the safety covers locked in place. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5169160. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure. However, based on the manufacturing site¿s request, representative sealed samples will be forwarded for further review. Upon completion of the secondary investigation, a supplemental report will be filed.

Event description:
It was reported that after a phlebotomist had used a 22 g x 1 in. Bd eclipse needle, the safety broke off the device when she attempted to activate it and she obtained a contaminated needle stick injury. The source patient is not positive for any communicable diseases, but the phlebotomist did receive routine post exposure lab work.

Manufacturer narrative:
Results: six samples consisting of four representative units (two in sealed packages and two used and engaged), two safety shields, and a photo of three unused samples were evaluated by the manufacturing site. A visual inspection of the two sealed units revealed no disengagement of the safety shields. A visual inspection of the two used and engaged units revealed no disengagement of the safety shields and that they were properly engaged. A visual inspection of the two safety shields revealed that the shields were not attached to a needle hub. The photo revealed that the safety shields were not attached to the hubs of the devices. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5169160. A manufacturing review also revealed that there was no defect affected by pm, calibration, or equipment. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to confirm or duplicate the customer¿s indicated failure mode. However, CAPA 46905 has been opened to identify and address potential causes for safety shield disengagement. H3 other text : the device evaluation summary is detailed in section h.10.